Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 21 mmol/l. The customer stated that she went to the hospital and was put on manual injections. The customer changed the infusion set and saw that insulin exited when priming. The customer stated, however, that the insulin came out in a big stream and then she received a no delivery alarm again. The customer also reported a keypad anomaly and that the numbers were ramping up fast and skipping unit numbers. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump functioned properly. However, intermittent button response was noted during testing due to a flattened dome switch on the up and down arrow button. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No unlocked keypad connector was noted.